Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left main (lm) and mid left anterior descending artery (lad). The opticross hd imaging catheter was connected to the polaris intravascular ultrasound system (ivus). However, the polaris system identified the catheter as an opticross 18. After the lesion was viewed, a wolverine cutting balloon was used. The patient experienced chest pain and a non-flow limiting spiral dissection was noted from the lm to the mid lad. It was thought that due to the physician's unfamiliarity with the scale on the polaris screen, the wrong size of wolverine cutting balloon was selected. The procedure was successfully completed with a balloon and stent. The final angiogram showed timi 3 flow, with no side branch loss, no additional dissection, and no perforation. The patient was stable following the procedure.